Manufacturer narrative:
(B)(4). Implant date: implanted in 2002. Report source: (B)(6). Reported event was unable to be confirmed due to limited information provided by the customer. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02305.

Event description:
It was reported that patient underwent a hip revision approximately 10 years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.